Manufacturer narrative:
(B)(6).

Event description:
It was reported that a rotawire fracture occurred. A rotawire and rotablator rotational atherectomy system were selected for use. During procedure, it was noted that the device got separated during rotablation and was retrieved completely from the patient using gooseneck snare. However, it was further reported that there was no issue noted with the rotaburr. The procedure was completed with another device. No patient complications were reported. Patient has no problem and was good post procedure.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for evaluation. Only a section of the guidewire was returned, it measured approximately 13cm. The proximal end of the returned section showed signs indicating it was broken/fractured. The core wire was kinked approximately at 3cm from the distal end (solder ball). The returned guidewire section had the spring tip bent. No more damages were encountered in the device. Dimensional inspection of the wire's distal tip revealed the component was within specification.

Event description:
It was reported that a rotawire fracture occurred. A rotawire and rotablator rotational atherectomy system were selected for use. During procedure, it was noted that the device got separated during rotablation and was retrieved completely from the patient using gooseneck snare. However, it was further reported that there was no issue noted with the rotaburr. The procedure was completed with another device. No patient complications were reported. Patient has no problem and was good post procedure.